Event description:
It was reported that the patient underwent revision procedure due to better cover. The patient was doing well postoperatively. Explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: 5001004. Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4).